Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the joint part of the mega needle driver instrument was bent and could not be straightened. The customer broke the instrument in order to remove it. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was converted to open surgery with no report of patient injury. Refer to the report under patient identifier (B)(6) for the procedure being converted to open. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, the customer broke the instrument to remove it from the cannula due to bent joint. Port incision was not increased. The site confirmed that no fragment fell inside of the patient and elected to convert to open surgery due to several issues with multiple instruments. There was no injury to the patient as result of the event. Intraoperative collision or misuse involving the instrument was not observed. The instrument operated as expected during use. Photographic images of the device(s) or a video recording of the procedure was not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument to perform failure analysis. The instrument was analyzed and found to have the main tube broken. The main tube was completely detached from the proximal clevis and all grip cables were broken. The separated grip was returned with the instrument. No material was found missing. Additional observations related to customer reported complaint included a broken grip cable at the distal end. The instrument was found to have a broken pitch cable at the distal end. The segment of the cable that contains the crimp was still intact. The complaint regarding damaged instrument was confirmed by failure analysis.